Event description:
It was reported that when beginning to use the surgical fiber during a prostate procedure (5 seconds into the procedure), the aiming was found difficult to focus. The fiber was removed and the procedure continued using an alternate procedure (turp). There was no report of pt injury.

Manufacturer narrative:
The component codes fiber and cap refer to the results code thermal problem. Fiber analysis: the fiber was found to have a circumferential fracture of the glass cap proximal the fiber/cap fusion zone; the fiber proximal to the fracture was found to rotate independently of the metal cap. Char and detritus on the metal cap was also observed. The identified issues would likely activate the laser systems fiberlife function which will modulate the power showing a pulsing beam or the system will revert to standby mode. The potential for forward firing may exist. The most probable root cause of the device issue was suspected to be localized heat accumulation/user handling, due to anatomical/procedural factors encountered during the procedure.